Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he's been experiencing multiple high blood glucose level episodes. The patient's blood glucose value at the time of incident was 475 mg/dl, and has recently been as high as 514 mg/dl. Customer states that he's been experiencing thirstiness, lethargy, frequent urination, and vomiting. The customer recently treated his high blood glucose with a manual injection of 30 units of insulin. Troubleshooting was initiated and the insulin and the pump appeared to be functional, and the customer was advised to change the entire infusion set, reservoir, and insulin, and to treat for high blood glucose per health care provider's instructions. A tubing clamp was shipped to the customer in order to perform a high pressure test. Two days later, the customer called back to perform the high pressure test, and the insulin pump passed the test. The customer was informed that the insulin pump was working as designed, and was advised to call again if issues persists.